Event description:
The affiliate reported a customer with two employees who received a "burn". The customer reported that the healthcare worker put the contact area under running water only, did not see a doctor, and the contact area cleared in a day. The affiliate sent service to the facility to assess the unit.

Manufacturer narrative:
Performance machine service given on 04/08/2008 and confirmed its performance in specifications.